Manufacturer narrative:
D.2. Additional medical device types: mkz, ouy, qep . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd ctgctv2 on bd max instrument, 8 samples were false positive for both chlamydia trachomatis and neisseria gonorrhoeae. After inspecting the reagents and instrument, it was visible that a "bloody slime string" from a sample was dragged over the process area and contaminated the samples. Cleaning and environmental testing were performed. Samples were rerun and were negative. There was no report of patient impact.

Manufacturer narrative:
After further evaluation, the previous MFR report # 3007420875-2024-00180 was submitted against wrong product. This report is to be replace by MFR report # 1119779-2025-00272.

Event description:
It was reported that during use of bd ctgctv2 on bd max instrument, 8 samples were false positive for both chlamydia trachomatis and neisseria gonorrhoeae. After inspecting the reagents and instrument, it was visible that a "bloody slime string" from a sample was dragged over the process area and contaminated the samples. Cleaning and environmental testing were performed. Samples were rerun and were negative. There was no report of patient impact.